Manufacturer narrative:
Patient identifier also reported as (B)(6). Patient weight is unknown. Date of device migration is unknown. This report is for an unknown trochanteric fixation nail. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility address and reporter email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) nail was observed to be cutting out anteriorly in the distal femur. The implantation date was unknown. The issue was seen on an x-ray and revealed the allegation at the anterior and distal side of the implant. The patient will not be revised due to medical complications. This report is for an unknown tfn. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: device was not returned. Visual inspection of x-rays of the complaint device performed at customer quality (cq) confirmed the condition of post operative device migration, which agrees with the reported complaint condition. It shows the distal portion of an in situ nail that has migrated anteriorly. Therefore this complaint is confirmed. Further details about the nail are not obvious due to the poor quality of the provided radiographic image. Functional test: a functional test in effort to replicate the reported condition is not applicable for this complaint (devices still in situ). Document/specification review: a review of the device history records was unable to be performed since the lot number was unknown. A relevant drawing review could not be performed because the part# involved was not reported and the nail characteristics (length, diameter, angle) were not provided. Dimensional inspection: a dimensional inspection relevant to this complaint could not be performed as the devices were not returned (devices are in situ). Conclusion: a definitive root cause for the nail migrating anteriorly could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.